Manufacturer narrative:
As an investigational approach nakanishi inc., (B)(4) (manufacturer) examined the DHR for device (x95l, serial no. (B)(4)). Nakanishi inc. Concluded that no problems had occurred during manufacturing or testing of the subject device, as evidenced in the DHR. (B)(6)conclusion: maintenance issue - wearing / roughness of the bearings may be due to improper or lack of maintenance. (B)(6) did not return handpiece to nsk for the manufacturer's evaluation.

Event description:
The following information is from (B)(6) to nakanishi inc (nsk), regarding a device manufactured by nsk for (B)(6). (B)(6) event summary: procedure ob filling on #15. Patient notice the heating up of the handpiece (male patient (B)(6)). White patch (nickel size) on the cheek. Water was running at the time of the procedure. Procedure was finished with a different handpiece. (B)(6) complaint review: (B)(4). Purchase date for this customer - (B)(6) 2011; age - about 40 months. No other complaints for this serial number. (B)(6) investigation: repair history - there was no repair history records found for this unit. Service evaluation - the unit was evaluated by the repair department. The technician found that the chuck strength was poor and the unit was heating up a little. Upon further examination, the repair technician found that the bearings in the dog clutch and drive shaft were rough. The gasket and gear set were replaced to repair the unit, the unit was tested and returned to the customer.